Event description:
Info received indicates all four pivot blocks are broken. The pivot blocks secure the lift arms to the sleep deck. Bed was out of service.

Manufacturer narrative:
The tech replaced the four pivot blocks to repair the bed. The affinity bed service manual states: warning: inspect the pivot point fastener semi-annually. Failure to do so could result in personal injury or equipment damage.